Event description:
Procedure type: unk. According to the reporter: the needle tip broke on the product during re-grasping of the needle in the needle driver and fell into patient cavity. There was tissue damage because surgeon had to locate the tip of the needle in patient. Patient status described as no injury, and needle was retrieved from cavity.